Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the customer's complaint of the device not turning was not confirmed. However, during evaluation, it was observed that the device triggers were sticking and worn, the coupling head was damaged and the internal components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning and testing, it was observed that the small battery drive device would not turn. During in-house engineering evaluation, it was observed that the device triggers were sticking and worn, the coupling head was damaged and the internal components were corroded. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.